Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41171. The was found during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to be verified or duplicated. The downstream occlusion seal and the mainboard were replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.